Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer and confirmed that the power supply was faulty. The pse shutdown and restart the device and it restored and resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a 35v power failure error. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
(B)(6).